Event description:
Revision surgery - due to chronic dislocation; the shell was malpositioned.

Manufacturer narrative:
The reason for this revision surgery was to remedy chronic dislocation after 4.6 years of patient use. The outcomes attributed to this event are non-serious. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). The root cause for the chronic dislocation was not determined with confidence. It is possible the dislocation was attributed to the positioning of the shell. There are no indications of a product or process issue affecting implant safety or effectiveness.